Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that an asymptomatic patient presented in clinic for normal follow up. High, out of range, pacing lead impedance and a capture issue were observed. The lead was explanted and replaced. There were no adverse consequences for the patient.